Event description:
It was reported that the customer had a scratch on the screen about a month ago. Customer stated that it was the shape of an l at the upper right hand corner. Customer stated that she can read the screen. Customer did a pump change and a battery change. Customer received a battery out limit alarm. Customer wears the pump at work and works in retail. Customer went to program a bolus and the screen was off. Customer's blood glucose level was 104 mg/dl or 120 mg/dl. Customer changed the battery and the pump went blank. Customer found a little scratch on the screen. Customer stated that the pump was exposed to moisture in the bathroom when she showers and leaves the pump on the counter. Customer inserted a new battery and the display returned. Customer was advised to monitor the pump. Customer will be sent a battery cap. Customer mentioned having a blood glucose level of 400 mg/dl. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.